Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump piston was stuck fully extended, the pump arm was immobile, and the device would not dispense insulin during the fill tubing step despite charging and attempted user maneuvers, consistent with a device mechanical malfunction of the pump mechanism. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included transition to backup therapy and replacement of the device. Investigation included remote troubleshooting and repeated follow-up for return of the damaged unit for analysis. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.